Event description:
The patient's mother reported the patient woke up with a blood glucose level of 400 mg/dl at 8:30 am. She gave the patient an injection of 14 units of insulin via syringe at that time. The patient ate breakfast at about 10:30 am and at 11:30 am the patient's blood glucose level was 462 mg/dl. The reporter denied that the patient had any ketones, nausea, vomiting, abdominal pain, shortness of breath, or chest pain. She says the patient did have frequent urination. Review of the pump history revealed that the morning the reporter called animas a low cartridge alarm was not confirmed, causing the pump to lose prime. The yellow o-ring on the battery cap was also visible. The patient's mother had difficulty using new infusion sets and therefore needed further training. This complaint is being reported because user reportedly had difficulty handling the infusion set and the patient suffered symptoms indicative of hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There was no reported pump malfunction however the reporter had trouble using the infusion set, which may have contributed to the patient's elevated blood glucose.